Manufacturer narrative:
(B)(4). The investigation was completed on 07/17/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.41 on patient. There was no additional patient information available at the time of this report. Date time method result sample(B)(6) 2014 09:35 I-stat 0.41 a(B)(6) 2014 09:50 I-stat 0.12 a(B)(6) 2014 10:22 I-stat 0.00 b(B)(6) 2014 10:22 lab 0.00 bthere were no injuries reported with this event. An investigation has been initiated.